Manufacturer narrative:
Additional information: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. There was no sample returned for evaluation, but 4 photos were provided. The reported condition was confirmed. The exact root cause could not be determined based on the available information. There¿s no indication of a systemic issue with the product or process, so a corrective and preventative action (CAPA) will not be issued at this time. This information will be utilized for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
As per the customer, blue ink like foreign substance was found on the needle hub.